Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a contributing factor in this event. The manta instructions for use indicates in step 1: arteriotomy location procedure "note: if blood flow ceases deeper than 9.5cm, the vessel is too deep to use manta. Do not use the manta device." The manta instructions for use provides precautions that includes in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The manta instructions for use also lists potential adverse events related to the deployment of vascular closure devices including access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The (B)(6)-year-old male patient underwent transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The manta 18f vascular closure device (manta) deployment depth measurement was 9.0 cm + 1.0 cm for a total deployment depth of 10.0 cm. The reporter stated that the device operator deployed the manta "at hub depth" to add additional distance (depth) due to the patient's obesity. A post-deployment angiogram revealed extravasation at the closure site due to the manta being deployed in the tissue track rather than at the intended femoral arteriotomy. A percutaneous transluminal angioplasty balloon was inflated in the artery for 20 minutes without resolution of the extravasation. A covered stent was deployed at the closure site to achieve hemostasis. The patient was reported as stable and was transferred to recovery.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the measured deployment depth was 9.0cm + 1.0cm for a total deployment depth of 10cm. The IFU confirms: arteriotomy location procedure, note: if blood flow ceases deeper than 9.5cm, the vessel is too deep to use manta. Do not use the manta device. However, the physician deployed at "hub depth" to allow for additional distance. The IFU was reviewed and confirms. The IFU precautions: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention are identified potential adverse events related to the deployment of vascular closure devices.